Event description:
It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue was duplicated and confirmed. As received the device was in MRI mode, after setting the device mode to normal via engineering tool uep, multiple attempts at pairing with the device were successful.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. The device was returned and the issue of ¿unable to connect to ipg¿ was duplicated and confirmed. As received the device was in MRI mode, after setting the device mode to normal via engineering tool uep, multiple attempts at pairing with the device were successful. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.